Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed red bumps by the ECG electrodes. The patient was prescribed cream (type unknown) for the irritation. The patient reported improvement of the skin irritation.